Manufacturer narrative:
As stated by the instructions for use, error 5 is signaled by the pump in case of irregularity in the pusher advancement.no malfunction was found by service, which proceeded with the regular maintenance service and, as a precaution, performed a treatment of the motor brushes with detergent and lubrication with bechem grease.device evaluated, repaired and returned to the distributor/user. No patient involvement.

Event description:
The customer reported that the pump set off "error 5".